Event description:
Facility reported an internal leak on the bottom venous side of the dialyzer (2nd use). The blood loss is 250cc. No medical intervention. No pt ill effect. Sample is not available for examination.

Event description:
Facility reported an internal leak on the bottom venous side of the dialyzer (2nd use). The blood loss is 250cc. No medical intervention. No pt ill effect. Sample is not available for examination.